Event description:
It was reported that the blanket and altrix became disconnected and water leaked onto the patient support surface area while the patient was on it, resulting in the patient having to be moved to a different bed. It was further reported the patient expired later on, however, the user confirmed the patient expiration was not due to any malfunction with the altrix device.

Manufacturer narrative:
Investigation is complete. B5 and h codes updated to match investigation results.

Event description:
It was reported that the blanket and altrix became disconnected and water leaked onto the patient support surface area while the patient was on it, resulting in the patient having to be moved to a different bed. It was further reported the patient expired later on, however, the user confirmed the patient expiration was not due to any malfunction with the altrix device.